Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the implant was helping with her symptoms when she left her healthcare provider¿s (hcp) office with her settings at 1.6v but then it stopped working. The patient reported that she was taking antibiotics and when she stopped taking them she started to feel itchiness and pressure in her rectum. The patient reported that when she wiped her rectum she saw a little blood as well and thought it was from the pressure. The patient reported that she had used her patient programmer (pp) to make adjustments but it still was not helping. The patient reported that if stimulation was too high she felt pain in her legs and back. The patient reported that she was currently at 1.4v and felt comfortable stimulation but it was not helping with the symptoms. The patient increased the amplitude to 1.6v. The patient reported that she felt stimulation in her vaginal area but also felt like her legs might cramp up at 1.6v. The patient turned stimulation down to 1.5v and reported that she was feeling more comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.